Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: balloon burst confirmed radial and longitudinal (no balloon material missing), spring is stretched, nose tip is attached, balloon is slightly inverted over the nose tip, and one of the balloon shoulder legs is bent back. Procedural photos and 3mensio imagery were provided for review. The 3mensio shows calcification and tortuosity are present in the access vessels, and calcification is present in the annulus. Functional testing could not be performed due to the nature of the condition of the returned device (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the edges of the burst balloon and the balloon met specification. Based on the technical summary [risk of balloon burst in a calcified aortic annulus] it is considered unlikely that this type of complaint results from a manufacturing defect. Per procedure, a device history record (DHR) review is not required. The complaint was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary investigated by edwards has been documented for root cause analysis on balloon bursts in a calcified annulus and the subsequent withdrawal difficulty. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As noted in the imagery review, the patient had calcification in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Additionally, the patient had calcified and tortuous access vessels, which could interact with the devices during withdrawal as well. In this case, review of available information suggests that the balloon burst was likely caused by patient factors (calcification).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is 1 of 2 being submitted for the complaint. Reference mfg. Report no. 2015691-2020-11160.

Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4).

Event description:
After deployment of a 26mm sapien 3 valve in the aortic position, the commander delivery system balloon burst. Upon removal of delivery system, the delivery system could not be removed through the esheath. The sheath and delivery system were removed as a unit with difficulty. The ruptured balloon was sticking out of the sheath upon removal and caused vascular injury. The balloon caught on the sheath and the balloon was torn in half. All pieces were retrieved. A second sheath was inserted, and a covered stent was placed to repair the vascular injury. The patient was administered two units of blood. After the stent was placed no access bleeding was noted. The patient is stable and was transferred for post management care. Devices are being returned for evaluation. As reported, the balloon was getting caught on the sheath. Coaxial alignment of the delivery system into the sheath was obtained. There was no crossing difficulty. There was no retained volume in the balloon as the valve was deployed with nominal inflation.